Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after a severe headache and a fall. The patient's implantable pulse generator (ipg) was reportedly adjusted as it was not functioning well. The device remains in use. No further patient complications have been reported as a result of this event.